Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress and the observed short circuits. The cause of the detached pi tubing was determined to be insufficient adhesive application during manufacturing.

Event description:
This report is to advise of an event observed during analysis confirming a fluid lumen detachment at catheter tip and short circuits.